Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the main circuit board and the turret unit of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 15 years have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred due to aging degradation of main circuit board and the turret unit of the subject device for a long period of use.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, the front panel display of the subject device blinked. The examination lamp of the subject device was lit up. Other detailed information was not provided. There was no report of patient injury associated with the event.